Event description:
Two pts intraoperatively heated with the arizant bairhugger forced air warmer. Intraoperative core temps 37 c. Post-op axillary temps 39.6 and 38.5 c. Package insert does not describe appropriate temp monitoring site or interpretation. Elevated skin temp may be associated with increased caloric expenditure in infants. Arizant did not respond to inquiry regarding appropriate method for temp monitoring in pt undergoing anesthesia and surgery utilizing thermal support with their product. Potential pt harm.